Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported caller stated patient had a cystogram with botox injection on (B)(6) 2016 and post procedure the patient told the healthcare professional (hcp) that she wanted someone to check the pump post procedure because back in (B)(6) 2016 after the same procedure the pump was turned off. Caller had no further history. No symptoms reported. It was discussed contacting the patients pump hcp. It was noted patient's managing hcp was not aware of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.